Manufacturer narrative:
Complained product will not be not available.

Event description:
Broken...attachment became detached - oral-b [device breakage] . Attachment no longer gets stuck - oral-b [device connection issue] . Case narrative: female consumer via e-mail stated that the oral-b pro 2 2000n cross action toothbrush was broken. The oral-b toothbrush head attachment became detached and no longer stuck. No injury was reported. 20-nov-2024 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3766 pro 2000 model d501.513.2. The suspect product lot was 2bb14721645. No injury was reported.